Manufacturer narrative:
Complaint no: (B)(4). A batch review was performed for this lot. No issues were noted during the manufacturing process for this lot. The sample was received for evaluation. Visual inspection found no issues with the device. The sample was filled, however no leak was noted with the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had leaked after the device was filled. This leak was reported to be "between the male luer and the blue winged cap." The condition was noted prior to patient use. No additional information is available.